Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the permanent cautery hook (pch) instrument had a broken hook plastic tip after tool exchange. As a result, the surgeon could not find any debris. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.